Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through a large volume folfusor; further described as "isn¿t dripping much at all". Additionally, the "screw top" (sterility cap) was slightly loose. The device contained piperacillin/tazobactam18g plus citrate buffer in 0.9% sodium chloride. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 28-29, 2024. H11: the actual device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. The flow restrictor was attached to the fill port. The fill port cap was not returned. When the flow restrictor was removed from the fill port, evidence of continuous flow of fluid was observed flowing out of the flow restrictor. No evidence of a separated - loose cap was observed from the unit. A functional flow rate test was performed, the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the flow restrictor. Based on the evaluation result, the folfusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.